Manufacturer narrative:
If add'l info becomes available, then it will be submitted in a supplemental report.

Event description:
It was reported that, "the 40 trial broke while trialing intra operatively."